Event description:
A physician reported that an ophthalmic diathermy probe had broken tip before a surgery. There was no patient involvement. The surgery was completed successfully by using an alternate probe.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample shows macroscopic signs of damage. The shaft is bent. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The instrument tip is a tube with an isolated core wire. It has been identified that this tip was very flexible. During the investigation under the microscope, it was found that the outer tube was broken, and the isolation and core wire were still intact. Therefore, the tip was very flexible. As visible in the picture of the broken cannula the cannula shows a deformation which indicates that the cannula was at least bent, maybe bent and re-bent before it broke. With this sign the cause of fracture is identified as a bent instrument tip. A 100% inspection after packeting ensures that no bent instrument will leave production unit. Therefore, an external force must have bent the instrument tip after de-packeting the instrument. The root cause cannot be identified conclusively because the sample has passed the 100% inspection. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon assessment of the reported event of ophthalmic diathermy probe tip was broken before surgery with no patient contact does not meet criteria for reporting as it not likely to cause or contribute to death or serious injury of the patient. No further reports will be reported under mfg report num. 3003398873-2022-00037. The manufacturer internal reference number is: (B)(4).